Event description:
On 02/23/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that this pump has had a system error, which could cause delay in treatment.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on (B)(6) 2024. The results are below: the event log was reviewed, and it was confirmed that the pump alarmed system error during an infusion. This is first seen on line 155. The subcode for the system error is 08 which indicates bad reading on the downstream sensor. During functional testing, the reported problem was not duplicated. A 20 ml infusion ran until completion without a system error alert taking place at any point. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.